Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of an emerge balloon catheter. The balloon was loosely folded. The outer shaft, inner shaft, balloon and tip were microscopically examined. The tip was damaged. The balloon showed a 5.5mm longitudinal tear starting at the proximal balloon cone. There were numerous hypotube and shaft kinks. Inspection of the remainder of the device presented no other damage or irregularities. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-01680. Reportable based on device analysis completed on (B)(6) 2018. It was reported that there was difficulty crossing the lesion with the device. A 1.20mm x 12mm emerge¿ push balloon catheter was selected for a percutaneous coronary intervention within the distal portion of the left anterior descending artery. The 90% stenosed moderately tortuous and calcified lesion was crossed by a guidewire and then the physician attempted to predilate the lesion with this device. However, the balloon could not cross the lesion due to high angulation and calcification. The physician tried to use a 6f guidezilla¿ ii guide extension catheter to deliver the device, but it too was unable to get to the intended location within the anatomy because of the lesion characteristics. The procedure was completed with a different device. No patient complications were reported and the patient's status after the procedure was stable. However, device analysis revealed a longitudinal balloon tear.